Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling balloon catheter with no other devices. There was blood and contrast in the inflation lumen. Inspection under magnification revealed the balloon material had a longitudinal burst measuring 29mm long. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left subclavian artery. A 10.0mmx20mmx80cm sterling¿ balloon catheter was advanced to dilate the target lesion. However, upon first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left subclavian artery. A 10.0mmx20mmx80cm sterling balloon catheter was advanced to dilate the target lesion. However, upon first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.